Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a sensor anomaly. Customer reported that he was inserting the sensor and the introducer needle broke inside of his body. Customer's blood glucose level at the time of the incident was 90 mg/dl. Customer stated that he can feel where the needle is and stated that it is slightly sticking out of the skin. Advised customer to call his health care professional hcp and get the needle removed. Replacement product is being sent.